Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. Vyaire medical technical support representative reach out to customer for update but no response received.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Logfile shows alarm 316 & 401 triggered at the same time. Blower test screen shows when blower off current reads 1.70a and 1.23a when on, both readings exceed parameters. The speed reads 0 lpm whether blower is on or off and the voltage is out of tolerance. Unit temperature reading is at 132.7 degrees. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 having alarms 316 - blower failure, 300 - device in failsafe and 401 - inspiration valve or device leaky while on a patient. Furthermore, the patient was provided with manual ventilation until another ventilator became available, no patient harm reported associated with this event.